Event description:
My medtronic 670g serial number (B)(4) should be fully tested to determine why it gave me an uninitiated 10 units bolus, while in manual mode, without me touching it or the linked contour next link meter. This bolus I did not initiate could have killed me and certainly if repeated could harm others. I have been type I diabetic for over 31.5 years since (B)(6) 1986 and I've been pumping since (B)(6) 2000. Over 18+ years of pumping, I've learned a pump is not a functioning pancreas. It's not perfect. On monday (B)(6), I had a serious issue with my 670g. A large bolus was delivered by the pump that I did not initiate. I ride my bike home most of the year 10.5 miles to and from work weather permitting. On (B)(6), in preparation for my ride home, I did a blood test at 4:35 pm and was 107. I had a glucose pill and left on the approx 50-min ride home. The ride went as planned and was uneventful. I arrived home at 5:25 pm and immediately did a blood test before I even went inside to see my family, as is my custom, and I was 92. I went inside, saw my family, changed clothes and did another blood test at 5:33 and was 66. At that point, I lowered my basal rate temporarily to .025 units/hour and had a date or two pre-dinner. I sat down to dinner and at 5:52 did another blood test was 63. I was not overly concerned as I was beginning dinner at that point. I am not sure exactly when I actually noticed my 670g said I had 7.5 units of active insulin on board but it was about 5.57 when another blood test was 74. I was considering my normal dinner bolus of .7-1 unit at that point, so I was paying attention to my pump. I thought it was impossible to have 7.5 units of active insulin on board as my last bolus for lunch had been in the 11 or 12 o'clock hour and had not exceeded .2.- .5 units. My maximum lunch bolus is typically .6 units, and sometimes less, given in the 11am-1pm window each day. The 7.5 units stunned me, I looked at the pump status and it said at 4:43 pm a 10-unit bolus had been delivered. I did not initiate that bolus and was not handling the pump at that time. I was riding my bike and the pump was in its hard-sided case in my cycling jersey pocket resting on my lower left side with nothing else in the pocket, just the pump and case. My normal daily insulin intake is 30-40 units a day, sometimes less than 30 and my average is around 36 units. The largest daily bolus I do is for dinner and is about 1 unit. Ten units at once could kill me especially when I had no idea, it had occurred as I was riding home. I very rarely access my pump while riding. The 10-unit bolus shocked me and my wife snapped me out of it when she asked how much that would lower my blood sugar. I knew the impact would be about 600 mg/dl. I didn't answer her but downed about 8-10 glucose pills in the tub she handed me and had a little (B)(6) cake gel I keep for dire emergencies. She said she would give me a glucagon shot and I allowed her to give an intermuscular shot in thigh at 6:03 pm. She made it clear we would be testing every 3-5 mins and we did. I ended up doing 47 blood tests over just a 4-5 hour period from about 5:3 pm to 10 pm that night. With my lowest blood sugar reading at 58 and a high of 234 when the glucagon peaked. As soon as my wife gave me the glucagon, I suspended basal insulin delivery, and eventually I spent about 3 hours in basal delivery suspense that night. I also fairly quickly put the 670g aside and got my old paradigm pump out and ready to go for future ues. I should note in looking at the total insulin remaining on the 670g, it was indeed about 10 units less than what I had in the pump before I left my office at 4:35 pm, so it had definitely the 10-unit bolus. At 6:14 pm I called medtronic tech support to report the problem. I told them what happened, I had a massive unplanned, uninitiated by me bolus while I was riding my bike home. They had me run some tests on the pump, but it's very quickly had a battery error. I found this odd because while the battery was not full the last I checked, it certainly was not near empty. I replaced it with a new aa battery while on he phone with tech support. However,, the 670g then had an error #53 then battery error, then error #23 and error #3 within a very short period of time. The 670g would display battery error, cycle to the home screen, then the medtronic logo and back to battery error then the logo again and so on. Tech support advised I pull the battery and shut the pump down and I did. During the 41 mins I was on the call with tech support, I continued to monitor my sugar and watched it peak at 7:04 pm at 134 and then fairly quickly it dropped down to the upper 100s. Ultimately, I ate about 20 glucose pills that night before I went to bed just after 10 pm. Every time my blood sugar got down to about 110, I had one or two and they basically held me steady. The only possibilities I can come up with for how the 670g could bolus without my initiating it are: somehow the "proper" buttons were pushed in the right sequence and the bolus was delivered. However, I was not touching it, it was in its hard-sided case without anything else in the case. Not to mention to properly unlock the pump and repeatedly push the right combination of all the buttons seems very remote; the linked contour next link meter did it, however, it was its own case and resting in my camelback. I have never even used that feature; the 670g accepted some random other emf signal as I was riding home and bolused. Medtronic needs to investigate this medtronic 670g serial number (B)(4) and determine why it gave me a 10 unit bolus uninitiated by me.